Event description:
A hydratome sphincterotome was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure(age and weight unknown). According to the complainant, during the procedure, the tip of the catheter was split. The procedure was completed with a different device. There were no patient complications reported with this event.

Manufacturer narrative:
No device evaluation was performed as the product has been disposed. A review of the device history record revealed no issues that could be associated with this incident.